Manufacturer narrative:
The referenced electrode will not be returned to olympus for evaluation, as the user facility discarded the broken electrode following the procedure. The exact cause of the reported event could not be determined, however, based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Event description:
Olympus was informed during a therapeutic hysteroscopic myomectomy procedure the tip of the electrode broke off while positioning to resect a fibroid. The user replaced the loop and used a forceps to remove the broken piece. The procedure was completed with a similar electrode. The device was discarded subsequent to the procedure. No patient injury reported.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.